Manufacturer narrative:
One to two days post insertion, the rn attempted to remove the foley catheter and the balloon would not fully deflate. She was able to remove 7ml of fluid without issue but was unable to remove the remaining 2-3ml. The catheter was pulled out with a partially inflated balloon intact. The facility reported that no serious injury resulted and no medical intervention was initiated as a result of this incident. The catheter was not replaced. The sample was not returned for eval. A root cause has not been determined.

Event description:
The rn was unable to remove approx 3ml of fluid from the catheter's balloon.